Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was due to contamination on the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to power up.